Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like the battery was not lasting, pump rejected new batteries, an audio anomaly, insulin flow block alarm, and sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-244a, mmt-332a. The customer reported a past insulin flow blocked event. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7040a, mmt-244a, mmt-332a.

Manufacturer narrative:
Unit powered on and no failed batt noted. Unit passed the self-test, displacement test, rewind test, prime/seating test, active current test, sleep current test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms or battery alerts noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed pump alarmed insulin flow blocked alarm on 08/07/2025 at 23:58:00.000 in pump downloaded history. No alarms or alerts noted around event date in history files or traces. Pump was cut to perform visual inspection and found moisture damage on the electronic assembly and motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case and cracked belt clip rails. Unexpected insulin flow blocked alarm, audio/vibrate anomaly/absence of alarm, failed battery test and charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history. No alarms noted during testing of unit, however, moisture damage was noted on the electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.